Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the igniter failure of the subject device due to the long-term repeating use passing more than 8 years since manufacturing the subject device. This igniter failure might have not lit up the lump, them the error e103 might have displayed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon which was occurred due to the igniter failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code e103 which indicated the subject device was broken down was displayed at the unspecified timing. There was no report of patient injury associated with the event.